Manufacturer narrative:
Patient age at time of event: 18 years of age or older device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that aspiration was lost. An angiojet® solent¿ proxi was selected for a thrombectomy procedure, target lesion details are unknown. The catheter lost aspiration however, the physician managed to treat the patient with the catheter but ¿felt lack of pressure/aspiration during procedure.¿ the procedure was completed with this device and no patient complications were reported. The patient¿s condition was reported as ¿stable.¿